Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 500mg/dl at the time of incident. Customer stated had changed set last night and blood glucose kept rising. Customer stated he decided to use an area he had not used before and that is when the blood glucose started to rise. Customer treated the blood glucose with manual injection and current blood glucose is 252 mg/dl. Advised to monitor issue and call back if it continues. The insulin pump will not be returned for analysis.